Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Unit passed rewind test, prime/seating test, basic occlusion test and force sensor test. Unit was received with missing retainer and missing reservoir tube o-ring. Unable to complete testing due to missing retainer. Unit was also received with minor scratched lcd window and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer¿s blood glucose is 350 mg/dl. During troubleshooting for high blood glucose, the drive support cap appeared normal, there were no leaks or air bubbles and there were no site or insulin issues. The customer also checked the device settings and they were correct. The customer was advised to verify if the tubing was primed completely without any air bubbles. 5 units were given and the insulin did not exit. The insulin pump passed the self-test. She stated that she noticed that the retainer ring is broken. Customer was advised that the insulin pump needed to be replaced. The insulin pump will be returning for analysis.